Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Oversensing was reported on this lead. The lead currently remains implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.